Manufacturer narrative:
H3) a software analysis was initiated as part of the investigation. Analysis found that the reported issue was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Concomitant medical products: product ID: 9730775, lot/serial #: unknown. The manufacture representative went to the site to test the navigation system. The system had an sr manager failure, it was not possible, due to disk space, to re-install the applications. System was not functioning. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the planning station boots up with the error message sr manager failure. Then the system goes to the login screen, but when the site selects an application, the system reboots again and comes up with same error message and goes to the login screen again. Troubleshooting was performed by booting multiple times and trying to open other applications but still the same behavior was seen. The probable cause of the reported issue was that there was a file used by the operating system (os) to keep track of mounted file systems, called ¿mtab¿. To keep that file consistent, the os uses a lock to insure that only one process is modifying it at a time. In certain situations (e.g. If the system shutdown is interrupted), a locked file can be left over from a previous session (even after a reboot). When that happens, any attempt to mount a new file system will fail. The sr manager mounts lots of file systems, so if there is a stuck mtab lock, it¿s usually the first subsystem to encounter the failure during boot up, which is why the error message comes from the sr manager. The mtab lock file itself is part of the appliance os, which is why it must be fixed separately for each of the appliances. This is not the only cause of the sr manager failure but is a common one. No patient was present at the time of the event. Additional information was received stating that the issue with this system was that there was a sr manager failure, that makes it impossible to start any other application than administrator. What happens when you try to start an application, it looks like it is starting, but then an error pops up and it will boot again to the login screen. Where (if you try to open an application) it will start over again. Additional information was received stating that there was no working solution for this system. It was found that to bring it up again to be able to recover the patient data was impossible. The site had another system already and will continue to work with tat system. This system was removed from the site due to end of life.